Event description:
The following information was provided: it was reported that the patient's left knee was revised due to infection. All implants were removed and a temporary spacer placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: unk_jr;unknown triathlon cr pressfit femur, size 2l;unknown unk_jr;unknowntriathlon size 2 tritanium baseplate;unknown unk_jr;unknown triathlon 29mm asymmetric patella;unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient¿s left knee was revised due to infection. All implants were removed and a temporary spacer was placed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification, pathology reports, pre- and post-operative x-rays, operative reports, patient history and follow-up notes, as well as return of the device, are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards.